Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body delivery system advanced as expected with no resistance, and the proximal stent mid-crown was deployed. During final positioning of the stent graft to the intended landing zone angulation, the stent graft collar became caught on the top of the aneurysm sac and could not be successfully re-positioned to complete deployment due to the presence of significant aortic angulation. The physician elected to convert the patient to open surgical repair and explant the partially deployed stent graft. As of the date of this report, there have been no additional patient sequelae.

Manufacturer narrative:
Device UDI number: (B)(4).